Event description:
The implant was removed due to osseointegration failure. It was reported as "interference from pt's smoking habit."

Manufacturer narrative:
Implant was placed in site area #27 on (B)(6) 2013 and it is removed due to osseointegration failure on (B)(6) 2013. It was reported by the doctor that the pt has smoking habit and she had hygiene issues prior to surgery. Based on inspection results and the DHR review, the return product has been found to be within specification. Failure to osseointegrate is a well-known inherent risk of dental implants. This is well documented in the literature across implant system. In addition, failure to osseointegrate is included in the IFU as a known complication with various factors that contribute to the risk of implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.